Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to remove lock line was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and enlarged atrium. Two clips were successfully implanted. To further reduce mr, an additional clip xtw clip was inserted and placed on the mitral valve. While deploying the clip, it was noted the lock line (ll) was difficult to remove. The physician used a surgical cutter to access the ll and deployed the clip without issue. An additional clip was implanted, reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure.